Manufacturer narrative:
When the report issue returned, the customer was advised by technical support (ts) to remove the buffer line filters, run whole blood samples, and fax the results for review. Upon follow up, retention times were noted to be longer and hvar was present on all samples. Ts advised the customer to set the flow rate to 1.17, change the filter, repower the device, and rerun the same four patient samples. Review of the faxed chromatograms showed one sample with hvar on qc. A field service engineer (fse) was dispatched to address the reported event. On 12-apr-2016, fse arrived at the site to replace a column. The customer was subsequently able to run patient samples and the device operated without issues. No further action was required by field service the most probable cause of the reported event was due to fault/ failure of column. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer reported "exploded chromatograms" with their g8 analyzer. The customer attempted to troubleshoot by modifying the flow rate but the issue did not resolve. She installed new buffers and changed the filter, which was, initially successful in resolving the issue. But the issue returned. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event. The reported issue with their g8 instrument has the potential of a delay in reporting patient results for hba1c assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.